Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported the device has an inoperative error and the error log confirms errors da pcba adc failed. There was no patient involvement. The customer opened up the top cover and took a picture of the cable from the motor controller pcba to the data acquisition pcba. The remote support engineer advised the customer they need to replace the cable ca pcba to mc pcba and data acquisition pcba.